Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that no water came out from the device before the surgery and there was no patient involved. Additional information later revealed that there is evidence of leakage/expulsion of the batteries. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The device was returned opened and used and did not have the original battery included. Functional testing found the device powered on and functioned normally in both high and low modes when connected to the lab battery pack. No issue or damage was found. Review of the provided pictures confirmed there was battery leakage evident, but as the batteries were not returned the functionality of the device could not be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.